Event description:
It was reported that the procedure was to treat a re-stenosed stent in the mid to distal left anterior descending artery (lad), and a new target lesion in the proximal lad with moderate tortuosity and mild calcification. The bmw universal ii guide wire crossed through the mid lad, but the guide wire became stuck on the previously implanted stent. A micro catheter was advanced to remove the guide wire. After removal, it was noted that the tip was stretched. A non-abbott guide wire was used to complete the procedure. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - advanced through stent struts. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. It should be noted that the contraindications for use section of the hi torque balance middleweight universal ii guide wire instructions for warns: do not manipulate this device through stent strut. Advancing this device through the stent strut might result in damage or separation of this device. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. There is no indication to suggest a product quality deficiency.